Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was placed in use with a patient. According to reporter, the 15mm connector disconnected from the tracheal tube when it was connected to a nebulizer. According to the reporter, no adverse health effects resulted from the event.